Manufacturer narrative:
Follow up on 30-oct-2015: the required number of follow-up attempts have been completed, with no response to date. Case closed. Company causality comment : this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted. Patient had a mirena in place at the time of the procedure, and it was left in place for the 3 month birth control use (considered an off label use of device). Physician left part of the gold ring, part of the delivery system, outer coil, probably the inner coil and the plastic covering inside the patient. The essure inserts and broken pieces were not retrieved since it was not medically necessary. No complication from device breakage were known. This event, seen as device breakage, is serious due to its medical importance and listed according to product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, possible device inserter catheter breakage occurred during essure insertion procedure. Although, the physician stated that instructions for use were followed, a causal relationship with suspect insert cannot be excluded. This case is regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Device breakage with essure questionnaire was received from physician on 27-aug-2015: patient demographic data were added. She was (B)(6) at time of events and her body mass index (bmi) was (B)(6). Her medical history included pcn (penicillin) allergy; patient was non-smoker. On (B)(6) 2015 the patient had essure ess305 inserted (lot number c35242). Device breakage was diagnosed during placement. According to the reporter the device catheter or the implant might have broken. Essure was not removed (no device available) and it was not medically necessary to remove it. Broken pieces were not retrieved. The instructions in the IFU (instructions for use) were followed and there was no deviation from the insertion procedure described on it. There was no patient injury but that breakage could possibly have led to serious injury under less fortunate circumstances. There were no known complications of device breakage and hsg (hysterosalpingography) follow-up was scheduled. Updated ptc result received on 08-sep-2015: final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted. Patient had a mirena in place at the time of the procedure, and it was left in place for the 3 month birth control use (considered an off label use of device). Physician left part of the gold ring, part of the delivery system, outer coil, probably the inner coil and the plastic covering inside the patient. The essure inserts and broken pieces were not retrieved since it was not medically necessary. No complication from device breakage were known. This event, seen as device breakage, is serious due to its medical importance and listed according to product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, possible device inserter catheter breakage occurred during essure insertion procedure. Although, the physician stated that instructions for use were followed, a causal relationship with suspect insert cannot be excluded. This case is regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in united states on 21-jul-2015 which refers to a female patient of unspecified age who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Additional information received on the same day. The physician placed essure into the right ostia with no problem in the office. When she went to place the left device, she had difficulties with the deployment and maneuvering the scope and deploying the device. She left part of the gold ring, part of the delivery system, the outer coil, and probably the inner coil and the plastic covering inside the patient. An ultrasound done immediately after appeared it was in the correct place. The physician had to stop the procedure due to the patient was too uncomfortable. She stated the patient had a mirena in place at the time of the procedure, and it was left in place for the 3 month birth control use. Follow-up information received from the physician on 28-jul-2015: the physician reported that inserted essure normally and left side took to black marker, roll back didn't retract properly and moved the device to where she thought the gold marker was. Outer catheter rolled back. Tried to see if she could move it further. Then deployed and when she scrolled back some retracted back but not all, 4 or 5 rings showing, with piece of green catheter left and gold marker and piece of inserter coil. She had to cut it off to separate it. Ultrasound was done and about 1.68cm coil was seen. The physician would like to know if there was an issue with the pieces left attached to the coil. Follow-up from 03-aug-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to deployment difficulty. Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. In this case the detachment difficulty event may have contributed to a catheter breakage event, as described in the complaint narrative. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a deployment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue and a usability issue. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted. Patient had a mirena in place at the time of the procedure, and it was left in place for the 3 month birth control use (considered an off label use of device). Physician left part of the gold ring, part of the delivery system, outer coil, probably the inner coil and the plastic covering inside the patient. This event, seen as device breakage, is non-serious and listed according to technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, possible device inserter catheter breakage occurred during essure insertion procedure. A causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.